Event description:
It was reported that during use with bd vacutainer® safety-lok¿ blood collection set blood is leaking. There was no report of patient or user impact. The following information was provided by the initial reporter, translated from portuguese to english: product when being placed on the patient is leaking blood. It drips non-stop.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and 13 retention samples by functional testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
For OEM manufacturing sites: (B)(4). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® safety-lok¿ blood collection set blood is leaking. There was no report of patient or user impact. The following information was provided by the initial reporter, translated from portuguese to english: product when being placed on the patient is leaking blood. It drips non-stop.